Manufacturer narrative:
The returned device was evaluated and the investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's blood glucose (bg) reached 520 mg/dl while wearing the pod longer than 48 hours. The pod¿s cannula was found bent, while wearing it on the leg. For treatment, gave a series of boluses. The patient¿s blood glucose, carbohydrate intake, and insulin history is as follows: time: 5:40 pm, bg (mg/dl): 312, cho (g): bolus (u): 0.55; (B)(6) 2019 all night, 300; 10:00 am, 1.5 (manual injection) ; 4:00 pm, 520, 1.1; 5:00 pm, the pod was removed and was able to activate a new pod. 6:15 pm, 470, 20, 0.7; 7:17 pm, 19, 0.3; 8:13 pm, 387, 0.1.